Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the (B)(6) of peritonitis in a male patient, coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date in 2011, the nurse stated the patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized. It was unknown if a gram stain and culture were performed. It was unknown if an exit site infection was occurred. It was unknown if the patient received remedial treatment. The patient was transferred to another rehabilitation center. It was not reported if dianeal therapies were ongoing. A causality statement was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 5 of 5 involved in this peritonitis report.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11b07024, h11c03013, h11d12038 and h11f20093 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or user error was identified. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.